Event description:
It was reported that the patient's right ventricular leadless pacemaker (lp) exhibited loss of capture. X-ray determined the lp was dislodged. Observation outside of the body found the lp helix to be stretched. The lp was retrieved from the pulmonary artery, and was replaced. The patient was stable.